Event description:
As reported by the edwards lifesciences affiliate in canada, the patient experienced valve thrombosis and perivalvular leak (pvl). Post operative day ten (pod 10) valve was explanted. Edwards received notification of a 56mm evoque procedure. Post procedure, patient experienced a complete block. The heparin was stopped to implant a leadless pacemaker, and the patient developed a thrombosis. Transesophageal echocardiogram (tee) on pod six (6) showed a moderate septal pvl with peak gradient 6mmhg and mean gradient 4mmhg, additionally right to left shunt through pfo due to elevated ra pressure and leftward bowing of the atrial septum. Tte on pod seven (7) showed reduced mobility of 2 cusps and early evoque thrombosis. Subsequently, pod nine (9) tee showed a clear thrombosis of the evoque valve, better visualized than previously suggesting progression. One of the cusps completely immobile. There is trace to mild intra-prosthetic leak and mild to moderate septal pvl. Peak gradient 9mmhg and mean gradient 4mmhg and on tte peak gradient 11mmhg and mean gradient 6mmhg. Ra very important stasis. The patient was symptomatic prior to the valve explant, which was performed on pod 10. Patient is stable and doing well. As per medical opinion, the perceived cause of the halt was due to the cessation of the anticoagulation therapy by the electrophysiologist for more than 24hrs to proceed with a pacemaker implant. The thrombosis persisted even after resuming the heparin IV.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.